Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had reoccurring high blood glucose levels (a1c) due to the pump. The customer used insulin injections to manage diabetes. The customer thought that the pump was impacting the a1c. The customer declined additional training from a tandem territory manager. The customer's physician stated that the customer's blood glucose level has been high as the customer doesn't use more insulin when it was needed.